Manufacturer narrative:
Correction: a reassessment was completed and it has been determined that the initial MDR is not applicable. The patient did not experience a serious adverse event. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced low vault and elevated iop. Iop medication was administered. The lens remains implanted. No further information has been provided. This report is 1 of 4 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6: investigation type 4110: lens work order search- one similar complaint event(s) within associated lots were found. The similar complaint is related to the fellow eye lens. Claim#: (B)(4).